Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 19-april-2024, it was reported by the patient that infusion set cannula was kinked and hypoglycemia occurs after 3 hours of use. Infusion set was placed in abdomen and upper thigh. Low blood glucose level was displayed low. Event occurred on 05/16/2024, 05/20/2024, 05/22/2024, and 05/25/2024. Patient replaced infusion set and resumed octreotide and eating carbs. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.